Manufacturer narrative:
Device was used for treatment, not diagnosis. Only a fragment of the device was left in the patient, so an implant date will not be provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The heads of two hand screws broke off during a procedure on (B)(6) 2013. Surgeon burred the shaft down. The surgery was delayed 10 minutes as a result of this event. Surgeon completed the procedure. No explant is scheduled. This is report 1 of 2 for complaint (B)(4).